Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db220145dc0. Model: db-2201-45-dc. Serial: (B)(6). Batch: 7075156.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perielectrode edema after the implant procedure and had symptoms of drowsiness and left hemiparesis. The edema was found around the implanted electode. A right frontal perielectrode hematoma, marked lateral ventricle compression edema. The physician suspected foreign body reaction and the patient was hospitalized and administered dexametasona and antibiotrapia. The patient is undergoing rehabilitation and continues to have physical sequelae on the left side.